Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent birth control. Plaintiff had an hsg (hysterosalpingogram) performed on or around (B)(6) 2008 shortly after being implanted with essure, the plaintiff suffered from pain during intercourse and heavy bleeding. On or around (B)(6) 2009, plaintiff underwent the surgical removal of her left ovary and fallopian tube. However, during this procedure, the physician could not locate plaintiffs left-side essure coil. On or around (B)(6) 2010, plaintiff underwent a hysterectomy and the left-side coil was found lying on top of plaintiffs colon. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during intercourse and heavy bleeding (genital bleeding). She had her left fallopian tube and ovary removed but left insert was not found. She underwent a hysterectomy and the left coil was found lying on top of colon. Dyspareunia, genital bleeding and device dislocation into abdominal cavity are listed in the reference safety information for essure. Although the exact date of device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Also, essure inserts may cause bleeding and pain, considering that in this case essure was dislocated, it is possible that device dislocation might have contributed to dyspareunia and heavy bleeding. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 01-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during intercourse and heavy bleeding (genital bleeding). She had her left fallopian tube and ovary removed but left insert was not found. She underwent a hysterectomy and the left coil was found lying on top of colon. Dyspareunia, genital bleeding and device dislocation into abdominal cavity are listed in the reference safety information for essure. Although the exact date of device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Also, essure inserts may cause bleeding and pain, considering that in this case essure was dislocated, it is possible that device dislocation might have contributed to dyspareunia and heavy bleeding. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('pelvic inflammatory disease they thought secondary to a missed coil, apparently one had gone through the tube and into her abdomen.'), device dislocation ('migration of essure device found: left coil embedded in the sigmoid / the left-side coil was found lying on top of plaintiff¿s colon'), salpingitis ('left fallopian tube became infected'), oophoritis ('left ovary became infected/infection infected ovary'), dyspareunia ('pain during intercourse'), genital haemorrhage ('heavy bleeding'), gastritis bacterial ('bacterial infection stomach') and ovarian abscess ('tuboovarian abscess') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included diflucan and zofran [ondansetron]. The patient's medical history included colectomy in 2009, multigravida, parity 2 (B)(6) 1988, (B)(6) 1991), diverticulitis, endometrial ablation and heart murmur. Previously administered products included for birth control: pills from 2006 to 2007; for an unreported indication: codeine and keflex. Past adverse reactions to the above products included abdominal discomfort with codeine; and hallucination with keflex. Concurrent conditions included body mass index normal, cold sweat, vomiting, intermittent fever, chills, diarrhea, leukocytosis, dehydration, seizure, pulmonary edema, hemorrhagic anemia, hypoxemia, pelvic fluid collection, pelvic abscess, malnutrition protein-calorie, deep vein thrombosis, constipation, flank pain, diverticula of colon, swelling nos, urination pain, right lower quadrant pain, escherichia coli infection, abscess drainage, candida albicans infection, lactobacillus infection nos, staphylococcus aureus abscess, postoperative ileus, pelvic pain, ovarian pain, injury to pelvic organs, vaginal candidiasis, adhesion, scar, inflammation, adenomyosis and cyst. Family history included diverticulitis (sister). Concomitant products included docusate sodium (colace), doxycycline, levofloxacin (levaquin), levofloxacin (levaquin), miconazole nitrate (monistat), morphine, omeprazole (prilosec), paracetamol (tylenol regular), polysaccharide-iron complex and warfarin sodium (coumadin). On an unknown date, the patient started diflucan at an unspecified dose and frequency. On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced nausea ("nausea"), 1 year 3 months after insertion of essure. On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with abdominal pain and oophoritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2009, the patient experienced gastritis bacterial (seriousness criterion medically significant), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient experienced bladder pain ("bladder pain"), abdominal pain upper ("stomach pain") and gastrointestinal pain ("colon pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and lysis of adhesions and appendectomy, oophorectomy (one side removal of ovary) left ovary, salpingectomy on (B)(6) 2009 and also unilateral oophorectomy and hysterectomy, hysterctomy and right salpingo-oophorectomy and removal of left coil embedded in sigmoid). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, salpingitis, oophoritis, dyspareunia, genital haemorrhage, gastritis bacterial, bladder disorder, urinary tract disorder, nausea and ovarian abscess outcome was unknown and the bladder pain, abdominal pain upper and gastrointestinal pain had resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, device dislocation, dyspareunia, fallopian tube perforation, gastritis bacterial, gastrointestinal pain, genital haemorrhage, nausea, oophoritis, ovarian abscess, pelvic inflammatory disease, salpingitis and urinary tract disorder to be related to essure. The reporter commented: per mr: essure procedure follow-up. The patient also had endometrial ablation at time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. On (B)(6) 2008, hsg test showed, total bilateral occlusion; left coil may be lying more distal to fallopian tube; my tubes were occluded. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Status post bilateral tubal ligation. 2. Urinary bladder gas as described above. 3. Sigmoid segment diverticulosis. No evidence of diverticulitis or appendicitis. On (B)(6) 2009, CT - abdomen and pelvis with and contrast: there are a few distended proximal small bowel loops suggesting partial small bowel obstruction. No obvious transition point is identified. Marked amount of feces within the rectal sigmoid colon. Scattered diverticula of the colon without diverticulitis. Two linear metallic devices within the pelvis presumably representing the patient's tubal ligation. One of these devices is seen near the culde- sac and may not be in the proper position. Clinical correlation is recommended. Small cysts of the ovaries. On (B)(6) 2009, final surgical report : pid and diverticulitis. Diagnosis: left tube and ovary: 1. Salpingitis. 2. Surface inflammatory exudate on the tube and ovary. On (B)(6) 2009, CT - abdomen and pelvis with contrast: impression: 1. There are loculated fluid collections in the upper pelvis laterally on the left and in the mid pelvis in the midline and to the left just above the uterus and in the adnexa bilaterally. In the right adnexa, the fluid appears multiloculated or septated. 2. Multiple diverticula in the sigmoid colon adjacent to the fluid collections. Differential for the fluid collections could be pelvic inflammatory disease versus diverticulitis. 3. Wire is seen in the region of the right fallopian tube; however, a second wire is seen posterior to the uterus either within an unusually positioned left fallopian tube or possibly intraperitoneally. 4. Increasing distention of proximal small bowel loops in the left mid abdomen may represent a localized ileus or partial obstruction. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Persistent lobulated complex thick walled fluid collection in the lower abdominal pelvis as described above. This is closely approximates the adjacent sigmoid colon. It is consistent with abscess. It has not changed significantly in size. 2. The left lateral upper pelvic fluid collection seen previously, adjacent to the lower descending colon is not identified currently. 3. Postoperative changes in the right adnexa. 4. Resolved bibasilar pulmonary atelectasis/infiltrate and bilateral pleural effusions since the previous study of (B)(6) 2009. On (B)(6) 2009, CT abdomen pelvis showed, uncomplicated percutaneous placement of a drainage catheter into a mid pelvic abscess. On (B)(6) 2009, us - venous imaging upper extremity - left : evidence for deep venous thrombosis in the left basilic vein, the brachial vein, the axillary vein which are occlusive. Nonocclusive intraluminal thrombus in the left subclavian vein. On (B)(6) 2009, CT abdomen pelvis : 1. Bilateral pleural effusions. 2. Drainage of pelvic abscess. On (B)(6) 2009, us - venous imaging upper extremity - right : deep venous thrombosis of the right upper extremity as described. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Findings suspicious for right-sided pelvic abscess. 2. Left hemico1onic diverticulosis. No evidence of diverticulitis. On (B)(6) 2010, us - pelvic with transvaginal : fluid collection partially in the endometrial canal in thefundus of the uterus. This could be further evaluated with MRI or biopsy if indicated. 2. Small amount of free fluid in the right adnexa. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease.¿ ovarian abscess. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pid. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and mr received ¿ new event tuboovarian abscess and fallopian tube perforation added. New reporter were added. Medical history and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('pelvic inflammatory disease they thought secondary to a missed coil, apparently one had gone through the tube and into her abdomen.'), device dislocation ('migration of essure device found: left coil embedded in the sigmoid / the left-side coil was found lying on top of plaintiff¿s colon'), salpingitis ('left fallopian tube became infected'), oophoritis ('left ovary became infected/infection infected ovary'), dyspareunia ('pain during intercourse') and tubo-ovarian abscess ('tuboovarian abscess') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diflucan and zofran [ondansetron]. Other product or product use issues identified: medical device monitoring error "thermal ablation using the thermachoice". The patient's medical history included colectomy in 2009, multigravida, parity 2 (B)(6) 1988, (B)(6) 1991), diverticulitis, endometrial ablation, heart murmur, menorrhagia and endometrial curettage. On (B)(6) 2008, hsg test showed, total bilateral occlusion; left coil may be lying more distal to fallopian tube; my tubes were occluded. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Status post bilateral tubal ligation. 2. Urinary bladder gas as described above. 3. Sigmoid segment diverticulosis. No evidence of diverticulitis or appendicitis. On (B)(6) 2009, CT - abdomen and pelvis with and contrast: there are a few distended proximal small bowel loops suggesting partial small bowel obstruction. No obvious transition point is identified. Marked amount of feces within the rectal sigmoid colon. Scattered diverticula of the colon without diverticulitis. Two linear metallic devices within the pelvis presumably representing the patient's tubal ligation. One of these devices is seen near the culde- sac and may not be in the proper position. Clinical correlation is recommended. Small cysts of the ovaries. On (B)(6) 2009, final surgical report : pid and diverticulitis diagnosis: left tube and ovary: 1. Salpingitis. 2. Surface inflammatory exudate on the tube and ovary. On (B)(6) 2009, CT - abdomen and pelvis with contrast : impression: 1. There are loculated fluid collections in the upper pelvis laterally on the left and in the mid pelvis in the midline and to the left just above the uterus and in the adnexa bilaterally. In the right adnexa, the fluid appears multiloculated or septated 2. Multiple diverticula in the sigmoid colon adjacent to the fluid collections. Differential for the fluid collections could be pelvic inflammatory disease versus diverticulitis. 3. Wire is seen in the region of the right fallopian tube; however, a second wire is seen posterior to the uterus either within an unusually positioned left fallopian tube or possibly intraperitoneally 4. Increasing distention of proximal small bowel loops in the left mid abdomen may represent a localized ileus or partial obstruction. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Persistent lobulated complex thick walled fluid collection in the lower abdominal pelvis as described above. This is closely approximates the adjacent sigmoid colon. It is consistent with abscess. It has not changed significantly in size. 2. The left lateral upper pelvic fluid collection seen previously, adjacent to the lower descending colon is not identified currently. 3. Postoperative changes in the right adnexa. 4. Resolved bibasilar pulmonary atelectasis/infiltrate and bilateral pleural effusions since the previous study of (B)(6) 2009. On (B)(6) 2009, CT abdomen pelvis showed, uncomplicated percutaneous placement of a drainage catheter into a mid pelvic abscess. On (B)(6) 2009, us - venous imaging upper extremity - left : evidence for deep venous thrombosis in the left basilic vein, the brachial vein, the axillary vein which are occlusive. Nonocclusive intraluminal thrombus in the left subclavian vein. On (B)(6) 2009, CT abdomen pelvis : 1. Bilateral pleural effusions. 2. Drainage of pelvic abscess on (B)(6) 2009, us - venous imaging upper extremity - right : deep venous thrombosis of the right upper extremity as described. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Findings suspicious for right-sided pelvic abscess. 2. Left hemico1onic diverticulosis. No evidence of diverticulitis. On (B)(6) 2010, us - pelvic with transvaginal : fluid collection partially in the endometrial canal in thefundus of the uterus. This could be further evaluated with MRI or biopsy if indicated. 2. Small amount of free fluid in the right adnexa. Previously administered products included for birth control: pills from 2006 to 2007; for an unreported indication: codeine and keflex. Past adverse reactions to the above products included abdominal discomfort with codeine; and hallucination with keflex. Concurrent conditions included body mass index normal, cold sweat, vomiting, intermittent fever, chills, diarrhea, leukocytosis, dehydration, seizure, pulmonary edema, hemorrhagic anemia, hypoxemia, pelvic fluid collection, pelvic abscess, malnutrition protein-calorie, deep vein thrombosis, constipation, flank pain, diverticula of colon, swelling nos, urination pain, right lower quadrant pain, escherichia coli infection, abscess drainage, candida albicans infection, lactobacillus infection, staphylococcus aureus abscess, postoperative ileus, pelvic pain, ovarian pain, injury to pelvic organs, vaginal candidiasis, adhesion, scar, inflammation, adenomyosis and follicular cyst of ovary. Family history included diverticulitis (sister). Concomitant products included docusate sodium (colace), doxycycline, iron polysaccharide complex (niferex), levofloxacin (levaquin), levofloxacin (levaquin), miconazole nitrate (monistat), morphine, omeprazole (prilosec), paracetamol (tylenol regular) and warfarin sodium (coumadin). On an unknown date, the patient started diflucan at an unspecified dose and frequency. On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced nausea ("nausea"), 1 year 3 months after insertion of essure. On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with abdominal pain and oophoritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2009, the patient experienced gastritis bacterial ("bacterial infection stomach/stomach infection"), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient experienced bladder pain ("bladder pain"), abdominal pain upper ("stomach pain") and gastrointestinal pain ("colon pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and tubo-ovarian abscess (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and lysis of adhesions and appendectomy, oophorectomy (one side removal of ovary) left ovary, salpingectomy on (B)(6) 2009 and also unilateral oophorectomy and hysterectomy, hysterctomy and right salpingo-oophorectomy and removal of left coil embedded in sigmoid). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, salpingitis, oophoritis, dyspareunia, genital haemorrhage, gastritis bacterial, bladder disorder, urinary tract disorder, nausea and tubo-ovarian abscess outcome was unknown and the bladder pain, abdominal pain upper and gastrointestinal pain had resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, device dislocation, dyspareunia, fallopian tube perforation, gastritis bacterial, gastrointestinal pain, genital haemorrhage, nausea, oophoritis, pelvic inflammatory disease, salpingitis, tubo-ovarian abscess and urinary tract disorder to be related to essure. The reporter commented: per mr: essure procedure follow-up. The patient also had endometrial ablation at time of essure placement. The right tubal ostium was then visualized, the essure was placed into the fallopian tube. It took several attempts.: however, it finally passed into the tube appropriately. It deployed leaving 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease ¿ ovarian abscess. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pid. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received: event medical device monitoring error were added. Medical device and rcc added. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('pelvic inflammatory disease they thought secondary to a missed coil, apparently one had gone through the tube and into her abdomen.'), device dislocation ('migration of essure device found: left coil embedded in the sigmoid / the left-side coil was found lying on top of plaintiff¿s colon'), salpingitis ('left fallopian tube became infected'), oophoritis ('left ovary became infected/infection infected ovary'), dyspareunia ('pain during intercourse') and tubo-ovarian abscess ('tuboovarian abscess') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included diflucan and zofran [ondansetron]. Other product or product use issues identified: medical device monitoring error "thermal ablation using the thermachoice". The patient's medical history included colectomy in 2009, multigravida, parity 2 ((B)(6) 1988, 29mar1991), diverticulitis, endometrial ablation, heart murmur, menorrhagia, endometrial curettage, embolism, acute diverticulitis, parametritis, pelvic cellulitis, urinary calculus, sore throat, pulmonary infiltration and painful respiration. On (B)(6) 2008, hsg test showed, total bilateral occlusion; left coil may be lying more distal to fallopian tube; my tubes were occluded. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Status post bilateral tubal ligation. 2. Urinary bladder gas as described above. 3. Sigmoid segment diverticulosis. No evidence of diverticulitis or appendicitis. On (B)(6) 2009, CT - abdomen and pelvis with and contrast: there are a few distended proximal small bowel loops suggesting partial small bowel obstruction. No obvious transition point is identified. Marked amount of feces within the rectal sigmoid colon. Scattered diverticula of the colon without diverticulitis. Two linear metallic devices within the pelvis presumably representing the patient's tubal ligation. One of these devices is seen near the culde- sac and may not be in the proper position. Clinical correlation is recommended. Small cysts of the ovaries. On (B)(6) 2009, final surgical report : pid and diverticulitis diagnosis: left tube and ovary: 1. Salpingitis. 2. Surface inflammatory exudate on the tube and ovary. On (B)(6) 2009, CT - abdomen and pelvis with contrast : impression: 1. There are loculated fluid collections in the upper pelvis laterally on the left and in the mid pelvis in the midline and to the left just above the uterus and in the adnexa bilaterally. In the right adnexa, the fluid appears multiloculated or septated 2. Multiple diverticula in the sigmoid colon adjacent to the fluid collections. Differential for the fluid collections could be pelvic inflammatory disease versus diverticulitis. 3. Wire is seen in the region of the right fallopian tube; however, a second wire is seen posterior to the uterus either within an unusually positioned left fallopian tube or possibly intraperitoneally 4. Increasing distention of proximal small bowel loops in the left mid abdomen may represent a localized ileus or partial obstruction on (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Persistent lobulated complex thick walled fluid collection in the lower abdominal pelvis as described above. This is closely approximates the adjacent sigmoid colon. It is consistent with abscess. It has not changed significantly in size. 2. The left lateral upper pelvic fluid collection seen previously, adjacent to the lower descending colon is not identified currently. 3. Postoperative changes in the right adnexa. 4. Resolved bibasilar pulmonary atelectasis/infiltrate and bilateral pleural effusions since the previous study of (B)(6) 2009 on (B)(6) 2009, CT abdomen pelvis showed, uncomplicated percutaneous placement of a drainage catheter into a mid pelvic abscess on (B)(6) 2009, us - venous imaging upper extremity - left : evidence for deep venous thrombosis in the left basilic vein, the brachial vein, the axillary vein which are occlusive. Nonocclusive intraluminal thrombus in the left subclavian vein. On (B)(6) 2009, CT abdomen pelvis : 1. Bilateral pleural effusions. 2. Drainage of pelvic abscess on (B)(6) 2009, us - venous imaging upper extremity - right : deep venous thrombosis of the right upper extremity as described on (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Findings suspicious for right-sided pelvic abscess. 2. Left hemico1onic diverticulosis. No evidence of diverticulitis on (B)(6) 2010, us - pelvic with transvaginal : fluid collection partially in the endometrial canal in thefundus of the uterus. This could be further evaluated with MRI or biopsy if indicated. 2. Small amount of free fluid in the right adnexa. Previously administered products included for birth control: pills from 2006 to 2007; for an unreported indication: vicodin, keflex, anticoagulant and codeine. Past adverse reactions to the above products included abdominal discomfort with codeine; and hallucination with keflex. Concurrent conditions included body mass index normal, cold sweat, vomiting, intermittent fever, chills, diarrhea, leukocytosis, dehydration, seizure, pulmonary edema, hemorrhagic anemia, hypoxemia, pelvic fluid collection, pelvic abscess, malnutrition protein-calorie, deep vein thrombosis, constipation, flank pain, diverticula of colon, swelling nos, urination pain, right lower quadrant pain, escherichia coli infection, abscess drainage, candida albicans infection, lactobacillus infection, staphylococcus aureus abscess, postoperative ileus, pelvic pain, ovarian pain, injury to pelvic organs, vaginal candidiasis, adhesion, scar, inflammation, adenomyosis and follicular cyst of ovary. Family history included diverticulitis (sister). Concomitant products included docusate sodium (colace), doxycycline, iron polysaccharide complex (niferex), levofloxacin (levaquin), levofloxacin (levaquin), miconazole nitrate (monistat), morphine, omeprazole (prilosec), paracetamol (tylenol regular) and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient started diflucan at an unspecified dose and frequency. On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2009, the patient experienced nausea ("nausea"), 1 year 3 months after insertion of essure. On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with abdominal pain and oophoritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2009, the patient experienced gastritis bacterial ("bacterial infection stomach/stomach infection"), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient experienced bladder pain ("bladder pain"), abdominal pain upper ("stomach pain") and gastrointestinal pain ("colon pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy and lysis of adhesions and appendectomy, oophorectomy (one side removal of ovary) left ovary, salpingectomy on (B)(6) 2009 and also unilateral oophorectomy and hysterectomy, hysterctomy and right salpingo-oophorectomy and removal of left coil embedded in sigmoid). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, salpingitis, oophoritis, dyspareunia, tubo-ovarian abscess, genital haemorrhage, gastritis bacterial, bladder disorder, urinary tract disorder and nausea outcome was unknown and the bladder pain, abdominal pain upper and gastrointestinal pain had resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, device dislocation, dyspareunia, fallopian tube perforation, gastritis bacterial, gastrointestinal pain, genital haemorrhage, nausea, oophoritis, pelvic inflammatory disease, salpingitis, tubo-ovarian abscess and urinary tract disorder to be related to essure. The reporter commented: per mr: essure procedure follow-up. The patient also had endometrial ablation at time of essure placement. The right tubal ostium was then visualized, the essure was placed into the fallopian tube. It took several attempts.: however, it finally passed into the tube appropriately. It deployed leaving 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Chest x-ray - on (B)(6) 2009: impression: 1. Perioperative atelectasis and pulmonary volume loss probably due to poor respiratory effort because it hurts to breathe, it hurts to cough. 2. Normal left ventricular systolic function on echocardiogram with a normal electrocardiogram with minimal risk factors for heart disease.. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease ¿ ovarian abscess. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pid. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-jan-2022: mr received. Lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), fallopian tube perforation ('pelvic inflammatory disease they thought secondary to a missed coil, apparently one had gone through the tube and into her abdomen.'), device dislocation ('migration of essure device found: left coil embedded in the sigmoid / the left-side coil was found lying on top of plaintiff¿s colon'), salpingitis ('left fallopian tube became infected'), oophoritis ('left ovary became infected/infection infected ovary'), dyspareunia ('pain during intercourse') and tubo-ovarian abscess ('tuboovarian abscess') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron] and diflucan. Other product or product use issues identified: medical device monitoring error "thermal ablation using the thermachoice". The patient's medical history included colectomy in 2009, multigravida, parity 2 ( (B)(6) 1988, (B)(6) 1991), diverticulitis, endometrial ablation, heart murmur, menorrhagia, endometrial curettage, embolism, acute diverticulitis, parametritis, pelvic cellulitis, urinary calculus, sore throat, pulmonary infiltration and painful respiration. On (B)(6) 2008, hsg test showed, total bilateral occlusion; left coil may be lying more distal to fallopian tube; my tubes were occluded. On (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Status post bilateral tubal ligation. 2. Urinary bladder gas as described above. 3. Sigmoid segment diverticulosis. No evidence of diverticulitis or appendicitis. On (B)(6) 2009, CT - abdomen and pelvis with and contrast: there are a few distended proximal small bowel loops suggesting partial small bowel obstruction. No obvious transition point is identified. Marked amount of feces within the rectal sigmoid colon. Scattered diverticula of the colon without diverticulitis. Two linear metallic devices within the pelvis presumably representing the patient's tubal ligation. One of these devices is seen near the culde- sac and may not be in the proper position. Clinical correlation is recommended. Small cysts of the ovaries. On (B)(6) 2009, final surgical report : pid and diverticulitis diagnosis: left tube and ovary: 1. Salpingitis. 2. Surface inflammatory exudate on the tube and ovary. On (B)(6) 2009, CT - abdomen and pelvis with contrast : impression: 1. There are loculated fluid collections in the upper pelvis laterally on the left and in the mid pelvis in the midline and to the left just above the uterus and in the adnexa bilaterally. In the right adnexa, the fluid appears multiloculated or septated 2. Multiple diverticula in the sigmoid colon adjacent to the fluid collections. Differential for the fluid collections could be pelvic inflammatory disease versus diverticulitis. 3. Wire is seen in the region of the right fallopian tube; however, a second wire is seen posterior to the uterus either within an unusually positioned left fallopian tube or possibly intraperitoneally 4. Increasing distention of proximal small bowel loops in the left mid abdomen may represent a localized ileus or partial obstruction on (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Persistent lobulated complex thick walled fluid collection in the lower abdominal pelvis as described above. This is closely approximates the adjacent sigmoid colon. It is consistent with abscess. It has not changed significantly in size. 2. The left lateral upper pelvic fluid collection seen previously, adjacent to the lower descending colon is not identified currently. 3. Postoperative changes in the right adnexa. 4. Resolved bibasilar pulmonary atelectasis/infiltrate and bilateral pleural effusions since the previous study of (B)(6) 2009 on (B)(6) 2009, CT abdomen pelvis showed, uncomplicated percutaneous placement of a drainage catheter into a mid pelvic abscess on (B)(6) 2009, us - venous imaging upper extremity - left : evidence for deep venous thrombosis in the left basilic vein, the brachial vein, the axillary vein which are occlusive. Nonocclusive intraluminal thrombus in the left subclavian vein. On (B)(6) 2009, CT abdomen pelvis : 1. Bilateral pleural effusions. 2. Drainage of pelvic abscess on (B)(6) 2009, us - venous imaging upper extremity - right : deep venous thrombosis of the right upper extremity as described on (B)(6) 2009, CT - abdomen and pelvis with contrast : 1. Findings suspicious for right-sided pelvic abscess. 2. Left hemico1onic diverticulosis. No evidence of diverticulitis on (B)(6) 2010, us - pelvic with transvaginal : fluid collection partially in the endometrial canal in thefundus of the uterus. This could be further evaluated with MRI or biopsy if indicated. 2. Small amount of free fluid in the right adnexa. Previously administered products included for birth control: pills from 2006 to 2007; for an unreported indication: vicodin, keflex, anticoagulant and codeine. Past adverse reactions to the above products included abdominal discomfort with codeine; and hallucination with keflex. Concurrent conditions included body mass index normal, cold sweat, vomiting, intermittent fever, chills, diarrhea, leukocytosis, dehydration, seizure, pulmonary edema, hemorrhagic anemia, hypoxemia, pelvic fluid collection, pelvic abscess, malnutrition protein-calorie, deep vein thrombosis, constipation, flank pain, diverticula of colon, swelling nos, urination pain, right lower quadrant pain, escherichia coli infection, abscess drainage, candida albicans infection, lactobacillus infection, staphylococcus aureus abscess, postoperative ileus, pelvic pain, ovarian pain, injury to pelvic organs, vaginal candidiasis, adhesion, scar, inflammation, adenomyosis and follicular cyst of ovary. Family history included diverticulitis (sister). Concomitant products included docusate sodium (colace), doxycycline, iron polysaccharide complex (niferex), levofloxacin (levaquin), levofloxacin (levaquin), miconazole nitrate (monistat), morphine, omeprazole (prilosec), paracetamol (tylenol regular) and warfarin sodium (coumadin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient started diflucan at an unspecified dose and frequency. On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2009, the patient experienced nausea ("nausea"), 1 year 3 months after insertion of essure. On (B)(6) 2009, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with abdominal pain and oophoritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2009, the patient experienced gastritis bacterial ("bacterial infection stomach/stomach infection"), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2009, the patient experienced bladder pain ("bladder pain"), abdominal pain upper ("stomach pain") and gastrointestinal pain ("colon pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy and lysis of adhesions and appendectomy, oophorectomy (one side removal of ovary) left ovary, salpingectomy on (B)(6) 2009 and also unilateral oophorectomy and hysterectomy, hysterctomy and right salpingo-oophorectomy and removal of left coil embedded in sigmoid). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, salpingitis, oophoritis, dyspareunia, tubo-ovarian abscess, genital haemorrhage, gastritis bacterial, bladder disorder, urinary tract disorder and nausea outcome was unknown and the bladder pain, abdominal pain upper and gastrointestinal pain had resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, device dislocation, dyspareunia, fallopian tube perforation, gastritis bacterial, gastrointestinal pain, genital haemorrhage, nausea, oophoritis, pelvic inflammatory disease, salpingitis, tubo-ovarian abscess and urinary tract disorder to be related to essure. The reporter commented: per mr: essure procedure follow-up. The patient also had endometrial ablation at time of essure placement. The right tubal ostium was then visualized, the essure was placed into the fallopian tube. It took several attempts.: however, it finally passed into the tube appropriately. It deployed leaving 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Chest x-ray - on (B)(6) 2009: impression: 1. Perioperative atelectasis and pulmonary volume loss probably due to poor respiratory effort because it hurts to breathe, it hurts to cough. 2. Normal left ventricular systolic function on echocardiogram with a normal electrocardiogram with minimal risk factors for heart disease.. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease ¿ ovarian abscess. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material , and process controls at the time of release . Trend analyses of complaints are reviewed regularly , no signal was observed with regard to the reported complaint reason . The risk management file was reviewed and an update was not deemed required . A technical investigation of the complaint sample and batch record review could not be conducted , as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-feb-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), embedded device ("left coil embedded in the sigmoid"), device dislocation ("the left-side coil was found lying on top of plaintiff¿s colon / migration of essure device found"), salpingitis ("left fallopian tube became infected"), oophoritis ("left ovary became infected"), dyspareunia ("pain during intercourse"), genital haemorrhage ("heavy bleeding") and gastritis bacterial ("bacterial infection stomach") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1988, (B)(6) 1991), diverticulitis and endometrial ablation. Previously administered products included for birth control: pills from 2006 to 2007; for an unreported indication: codeine and keflex. Past adverse reactions to the above products included abdominal discomfort with codeine; and hallucination with keflex. Concurrent conditions included body mass index normal, cold sweat, vomiting, intermittent fever, chills, diarrhea, leukocytosis, dehydration, seizure, pulmonary edema, hemorrhagic anemia, hypoxemia, pelvic fluid collection, pelvic abscess, malnutrition protein-calorie, deep vein thrombosis, constipation, pelvic abscess, flank pain, diverticula of colon, swelling nos and urination pain. Family history included diverticulitis (sister). Concomitant products included docusate sodium (colace), doxycycline, levofloxacin (levaquin), morphine, omeprazole (prilosec), paracetamol (tylenol regular) and polysaccharide-iron complex (niferex). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient started zofran at an unspecified dose and frequency. On an unknown date, the patient started diflucan at an unspecified dose and frequency. In 2009, the patient experienced bladder pain ("bladder pain"), abdominal pain upper ("stomach pain") and gastrointestinal pain ("colon pain"). On (B)(6) 2009, 1 year 3 months after insertion of essure, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with abdominal pain and oophoritis (seriousness criteria hospitalization and intervention required). On (B)(6) 2009, the patient experienced gastritis bacterial (seriousness criterion medically significant), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and lysis of adhesions and appendectomy), surgery (right salpingo-oophorectomy and removal of left coil embedded in sigmoid), surgery (salpingectomy on (B)(6) 2009 and also unilateral oophorectomy and hysterectomy), surgery, surgery and surgery (hysterctomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, embedded device, device dislocation, salpingitis, oophoritis, dyspareunia, genital haemorrhage, gastritis bacterial, bladder disorder, urinary tract disorder and nausea outcome was unknown and the bladder pain, abdominal pain upper and gastrointestinal pain had resolved. The reporter considered abdominal pain upper, bladder disorder, bladder pain, device dislocation, dyspareunia, embedded device, gastritis bacterial, gastrointestinal pain, genital haemorrhage, nausea, oophoritis, pelvic inflammatory disease, salpingitis and urinary tract disorder to be related to essure. The reporter commented: per mr: essure procedure follow-up. The patient also had endometrial ablation at time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. On (B)(6) 2008, hsg test showed, total bilateral occlusion; left coil may be lying more distal to fallopian tube; my tubes were occluded. On (B)(6) 2009, CT - abdomen and pelvis with contrast : status post bilateral tubal ligation. Urinary bladder gas as described above. Sigmoid segment diverticulosis. No evidence of diverticulitis or appendicitis. On (B)(6) 2009, CT - abdomen and pelvis with and contrast: there are a few distended proximal small bowel loops suggesting partial small bowel obstruction. No obvious transition point is identified. Marked amount of feces within the rectal sigmoid colon. Scattered diverticula of the colon without diverticulitis. Two linear metallic devices within the pelvis presumably representing the patient's tubal ligation. One of these devices is seen near the culde- sac and may not be in the proper position. Clinical correlation is recommended. Small cysts of the ovaries. On (B)(6) 2009, final surgical report : pid and diverticulitis diagnosis: left tube and ovary: salpingitis. Surface inflammatory exudate on the tube and ovary. On (B)(6) 2009, CT - abdomen and pelvis with contrast : impression: there are loculated fluid collections in the upper pelvis laterally on the left and in the mid pelvis in the midline and to the left just above the uterus and in the adnexa bilaterally. In the right adnexa, the fluid appears multiloculated or septated . Multiple diverticula in the sigmoid colon adjacent to the fluid collections. Differential for the fluid collections could be pelvic inflammatory disease versus diverticulitis. Wire is seen in the region of the right fallopian tube; however, a second wire is seen posterior to the uterus either within an unusually positioned left fallopian tube or possibly intraperitoneally . Increasing distention of proximal small bowel loops in the left mid abdomen may represent a localized ileus or partial obstruction on (B)(6) 2009, CT - abdomen and pelvis with contrast : persistent lobulated complex thick walled fluid collection in the lower abdominal pelvis as described above. This is closely approximates the adjacent sigmoid colon. It is consistent with abscess. It has not changed significantly in size. The left lateral upper pelvic fluid collection seen previously, adjacent to the lower descending colon is not identified currently. Postoperative changes in the right adnexa. Resolved bibasilar pulmonary atelectasis/infiltrate and bilateral pleural effusions since the previous study of (B)(6) 2009. On (B)(6) 2009, CT abdomen pelvis showed, uncomplicated percutaneous placement of a drainage catheter into a mid pelvic abscess. On (B)(6) 2009, us - venous imaging upper extremity - left : evidence for deep venous thrombosis in the left basilic vein, the brachial vein, the axillary vein which are occlusive. Nonocclusive intraluminal thrombus in the left subclavian vein. On (B)(6) 2009, CT abdomen pelvis : bilateral pleural effusions. Drainage of pelvic abscess. On (B)(6) 2009, us - venous imaging upper extremity - right : deep venous thrombosis of the right upper extremity as described. On (B)(6) 2009, CT - abdomen and pelvis with contrast : findings suspicious for right-sided pelvic abscess. Left hemico1onic diverticulosis. No evidence of diverticulitis on (B)(6) 2010, us - pelvic with transvaginal : fluid collection partially in the endometrial canal in thefundus of the uterus. This could be further evaluated with MRI or biopsy if indicated. Small amount of free fluid in the right adnexa. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease ¿ quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - new events, bacterial infection stomach, bladder problem or change, urinary problems or changes, nausea, bladder pain, stomach pain, colon pain, left coil embedded in the sigmoid, pelvic inflammatory disease were added. New reporter were added. Historical and concomitant conditions and treatment medication were added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 29-dec-2016: legal claim received - events (left ovary and left fallopian tube became infected) added. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had pain during intercourse, heavy bleeding (genital bleeding). She was hospitalized because she experienced left fallopian tube became infected and left ovary became infected. She had her left fallopian tube and ovary removed but left insert was not found. She underwent a hysterectomy and the left coil was found lying on top of colon. All these events are anticipated in the reference safety information for essure. Although the exact date of device dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Also, essure inserts may cause bleeding and pain, considering that in this case essure was dislocated, it is possible that device dislocation might have contributed to dyspareunia and heavy bleeding. With regards to the other events, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Given the physiopathology, a causal relationship between the events and essure cannot be excluded. This case is regarded as incident because device removal was required, surgical intervention performed and hospitalization required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.